Manufacturer narrative:
The device was discarded by the user and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze and decreased vision are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the right eye on (B)(6) 2016. On (B)(6) 2017, corneal haze was observed around the inlay. The haze was associated with a decrease in best corrected distance visual acuity (bcdva) from 20/20- (preoperatively) to 20/40 at onset, improving to 20/25- immediately prior to explant. The patient was treated with steroids, but the haze did not improve and the inlay was explanted on (B)(6) 2017. Prior to explant, 1+ haze was observed around and over the inlay. Two weeks post explant, the patient's bcdva was 20/25-2.